Event description:
Attorney alleges that on (B)(6) 2012, the patient underwent a cesarean section with an abdominal hernia repair surgery using a bard/davol ventralex. It is alleged that the product was defective and unreasonably dangerous to the patient, who was required to undergo the surgical removal of said defective mesh in (B)(6) 2015, and suffered and continues to suffer personal injuries and other damages, including but not limited to past and future medical expenses, lost income, pain and suffering, permanent impairment, disfigurement as a result of this defective and dangerous product.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and permanent impairment; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and permanent impairment; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h.11: this is an addendum to the initial emdr submitted (MDR number 1213643-2022-92980). This supplemental emdr has been submitted to report the corrected explant date. Updated fields: b4, g3, g6, h2, h10, h11. Corrected field: d6 (explant date). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that on (B)(6) 2012, the patient underwent a cesarean section with an abdominal hernia repair surgery using a bard/davol ventralex. It is alleged that the product was defective and unreasonably dangerous to the(B)(6) patient, who was required to undergo the surgical removal of said defective mesh in (B)(6) 2015, and suffered and continues to suffer personal injuries and other damages, including but not limited to past and future medical expenses, lost income, pain and suffering, permanent impairment, disfigurement as a result of this defective and dangerous product.